Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.4, lab: 3.1. Patient's target therapeutic range is 2.0-3.0. Results done at the same time. Patient's coumadin dose was adjusted.

Manufacturer narrative:
Pending.